Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer advised insulin has leaked into the cartridge compartment. No adverse event. A request was made for the return of the device.